Manufacturer narrative:
Date of event: (B)(6) 2015.

Event description:
A report was received that the patient¿s ipg site was uncomfortable. The patient underwent an explant procedure.

Manufacturer narrative:
Model: sc-1132 (sn: (B)(4)) device evaluation indicated that the source of the complaint regarding the pocket pain was not verified. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Current leakage tests and residual gas analysis verified that there was no loss of electric current as a result of faulty insulation. The device passed all required tests. The device exhibited normal device characteristics.

Event description:
A report was received that the patient¿s ipg site was uncomfortable. The patient underwent an explant procedure.